Event description:
It was reported that a patient presented with high capture threshold on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable. Gallant ICD. MRI cond tendril ra lead.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one-piece with the helix partially extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damages.